Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported an MRI technician called for compatibility guidelines for a procedure unrelated to the device/therapy and reported "not working". It was noted the MRI tech did not seem to have background regarding the therapy. No further complications were reported or are anticipated.